Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of cracked case was due to the rear case. Replaced rear case assembly. A review of the device history record for sn (B)(4) was performed from date of manufacture 01/19/2016 to the present date (B)(6) 2020 and confirmed that this device was previously returned for servicing unrelated to the customer reported issue. There were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the device had a cracked case. There was no patient involvement.